Event description:
Probe was tested and appeared to be o.k. (Passed test). Probe started frosting up the shaft between 2-3 minutes during the first freeze. Probe was turned off and the rest of the ablation was completed using the second probe that had been placed. (There were a total of 2 probes inserted, and the lesion was small enough to complete the ablation using just one probe).

Manufacturer narrative:
No pt injury reported.